Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager malfunctioned due to a defective latch and controller board. A field service engineer replaced both the latch and the controller board to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced smart remote manager failure, which hindered users from accessing the medications. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.